Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material separation was able to be confirmed; however, the reported difficulty to advance and difficulty to remove the catheter were not able to be confirmed due to the condition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance and difficulty to remove appear to be related to circumstances of the procedure; however, the material separation was determined to be caused by user error. The catheter was kinked, bent, twisted, and stretched which resulted in the reported and confirmed material separation. It is likely that the catheter damage was caused by the use or handling techniques employed, and the implanted stent caused the reported difficulty to advance and difficulty to remove the catheter. In this case, it was determined that the excess force employed during device removal, after resistance was encountered (device stuck) caused or contributed to the reported and confirmed material separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- excessive force.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. Two non-abbott stents were implanted. The dragonfly opstar imaging catheter was could not be delivered distal to the second stent and the catheter got stuck during removal with the implanted stent. Force was applied and the catheter separated. The catheter was over a balance middleweight (bmw) guide wire and another non-abbot guide wire in the diagonal. All pieces were retrieved using a guide liner over both wires. A balloon was placed over the non-abbott guide wire and positioned distal to the imaging catheter rapid exchange tip that was still on the bmw guide wire. The balloon was inflated and guide extension was advanced and captured the catheter tip. The balloon was deflated and pulled into the guide extension and inflated again. The catheter tip was removed. Fluoroscopy and cine were done to confirm nothing was left in the patient. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.